Event description:
It was reported that using a left femoral artery access approach during a procedure of the left renal artery the herculink elite stent was attempted to be implanted in the ostial lesion proximally, however, during deployment the stent jumped forward into the renal about 1 cm and missed the target lesion. A second herculink elite stent was deployed in the target lesion and overlapped the first stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified; therefore no corrective action is required.